Event description:
Upon receipt of the product return, it was observed that the device was activating without the button being pushed. There was no patient involvement, no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
H6: the quality investigation is complete.